Event description:
It was reported that during removal of the catheter, it separated and a small piece remained in the patient. No decision has been reached at this time regarding removal of the catheter segment. The catheter had been inserted to its full length because the patient was short and obese. There were no additional complications.